Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 39 mg/dl at the time of the incident. The customer was at 154 mg/dl at the time of the call. The customer used food to treat. The customer believes the pump is over delivering due to frequent lows and not using pump auto mode. The customer was wearing the insulin pump during the incident. The customer updated their insulin amounts themselves. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.